Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. The device would not power up due to a failure of the power module. The power module was replaced.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and observed that the device had a newer power module recently installed, which was not backwards compatible with existing therapy pcba. The therapy pcba was replaced with the compatible version. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.